Event description:
During a cardiomems implant procedure the non-abbott guidewire broke as the physician was removing it from the patient. A snare was used to remove the broken piece from the patient. There were no adverse consequences or additional intervention required.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.